Event description:
It was reported that, the console cannot reach above 33 watts. No error codes were displayed. No further information was provided.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The investigation revealed that the blast shield was dirty with visible smudges. Once cleaned, energy tests were conducted, and the console achieved power levels exceeding 100 watts, resolving the issue. The initial allegation was validated. Subsequent alignment and calibration ensured that the system is now fully operational. The investigation was concluded to be cause traced to component failure

Event description:
It was reported that, the console cannot reach above 33 watts. No error codes were displayed. No further information was provided.